Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient with a complicated postoperative period post uneventful photorefractive keratectomy in both eyes. The patient is experiencing delayed healing, corneal haze, herpes zoster ophthalmicus, and loss of vision. The patient was seen five days postoperatively and noted improvement in vision and was using postoperative topical drops as directed. The bandage contact lens was taken out of the right eye but left in the left eye due to a corneal abrasion. The patient was seen seven days postoperatively, it was noted that the right eye was slightly reopened, the left eye was improving. A bandage contact lens was placed in both eyes. The patient was seen three days later and the bandage contact lenses were removed. The right eye was healing well but the left eye reopened while sitting in the office. A bandage contact lens was placed in the left eye. The patient was instructed to use the topical antibiotic drop every two hours in the left eye. The patient was seen two days later where the bandage contact lens was removed again and the tissue reopened again. Topical antibiotic ointment was placed in the left eye along with a pressure patch. The patient was prescribed an oral antibiotic and was instructed to discontinue the topical steroid drop. The patient was seen one day later and two days later with noted improvement. The patient was referred to a corneal specialist for evaluation and treatment. The patient was seen by the cornea specialist who noted the patient had central corneal opacity, foreign body sensation, itching, and light sensitivity in both eyes. The patient was noted to have keratoconjunctivitis. The patient was seen in follow up with the cornea specialist and noted improvement in both eyes. The patient is to continue topical steroid drops, tear drops as needed, and wear sunglasses when outside. No additional information available. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).